Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an orthopedic surgery for ankle fracture on (B)(6) 2019 and barbed suture was used on the dermis by continuous suturing. The patient was discharged on (B)(6) 2019. The patient experienced wound dehiscence on (B)(6) 2019 and the patient experienced infection on (B)(6) 2019. The patient underwent reoperation on (B)(6) 2019. A treatment for the infection was performed. The implant was removed, cleaned and sutured and, at that time, it seemed that the fractured bone had been fixed. The suture did not break, but a part of the wound, near the center of the wound, dehisced and pus came out from there and got infected. The dermis was a vertical mattress suture. The patient¿s culture results for infection were (B)(6). The surgeon opined that it is not a suture problem but suturing technique problem and pitch of the stitches may have been too wide. It was reported that the patient is still hospitalized.